Manufacturer narrative:
A device history record indicated that the product was released accomplishing all quality requirements. One sample was returned by the customer and evaluated. The reported condition was confirmed. The investigation found leakage occurred from the connector and the silicon silicone tube damage the root cause for the air bubbles found in the silicone tubing are caused by the ¿backflow¿ effect resulting from the tool design. Corrective actions taken were to update the router instructions for work order. A quality alert was issued and additional training on the inspection of the parts for bubbles. Preventive action is a validation of new plates and tools for the molding process for the joey tube which have been successfully completed post production of the reported lot.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed, and approved by quality, prior to release of product.

Event description:
Customer reports: a leak occurred during feeding, and it appeared to occur from the connecting part between the feeding port and tube, however, the exact leakage point was not identified.